Manufacturer narrative:
This report is submitted on december 19, 2022.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient was placed under general anesthesia on (B)(6) 2022, in order to remove the abutment.